Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting appointment it was noticed that the user no longer had access to sound with the device. No trauma or change in health was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting appointment it was noticed that the bilaterally implanted user no longer had access to sound with the left side device. No trauma or change in health was reported. The recipient was re-implanted.